Event description:
A report was received that the patient experienced pain, black skin tissue and one centimeter of the lead come out of the skin at the lead implant site. The physician assessed that the patient had an infection with a slight fever and necrosis of tissue. He also assessed that the lead anchor was macerated and the lead was exposed which was possibly due to the infection. The patient was advised to turn the device off and go to the hospital. The patient then underwent an explant procedure. The physician assessed the event may possibly be device related.

Manufacturer narrative:
Correction to initial MDR in field: date of the event . Additional suspect medical device component involved in the event: model #: sc-2408-56. Serial #: (B)(4). Description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient experienced pain, black skin tissue and one centimeter of the lead come out of the skin at the lead implant site. The physician assessed that the patient had an infection with a slight fever and necrosis of tissue. He also assessed that the lead anchor was macerated and the lead was exposed which was possibly due to the infection. The patient was advised to turn the device off and go to the hospital. The patient then underwent an explant procedure. The physician assessed the event may possibly be device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4319. Lot #: n/I. Description: clik x MRI anchor. Scs-lead fixation-MRI. Model #: sc-1200. Serial #: (B)(4). Description: precision montage MRI ipg sterile kit. Scs-ipg-r-MRI. Sc-4319: the complaint was not verified. One clik-x was returned with a missing piece of material. The damage was considered to be procedure related. It is unknown if the missing material was removed from the patient. Leads sc-2408-56 (sn (B)(4)) and ipg: the complaint was not verified. The devices passed all required tests performed and exhibit normal device characteristics.

Event description:
A report was received that the patient experienced pain, black skin tissue and one centimeter of the lead come out of the skin at the lead implant site. The physician assessed that the patient had an infection with a slight fever and necrosis of tissue. He also assessed that the lead anchor was macerated and the lead was exposed which was possibly due to the infection. The patient was advised to turn the device off and go to the hospital. The patient then underwent an explant procedure. The physician assessed the event may possibly be device related.